Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the distal end of the capture wire (the filter) had been cut off and exhibited several bends and a twist proximal to the torn turbohawk gwl. The filter was discarded at the cath lab once it was checked for emboli.

Event description:
Device did not cross the femoral lesion, pre-dilatation with 2mm balloon was performed, and the device still did not cross, therefore the physician dilated with a 3mm balloon. The turbohawk device was then able to cross the lesion. Four passes were made in different quadrants and the treatment was completed. The turbohawk was then pulled back, but it became stuck at the distal end of the 6f sheath. The physician then noticed a "loop" or knot in the spiderfx wire. A snare was inserted to remove the spider filter basket. The physician then removed all remaining devices together at the same time (the turbohawk, remaining spider wire and 6f sheath). Please reference MDR 2183870-2015-00061 for the turbohawk used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.